Event description:
It was reported that the water sachet inside the packaging of magic 3 intermittent catheter was smaller and did not contain enough water to wet the catheter and enquired was this one a part of the recall and how to identify which catheter was needed if there were several magic 3s. Representative responded try a different catheter that would meet their needs until this issue was resolved. The reference and product number was how the catheters can be identified. Without this it cannot determine if it was a part of the recall. The recall was a few years ago and involved the magic3go and its packaging. Per follow up received on 06sep2023, customer received samples an unknown magic 3 catheter in which there was not enough water in the packaging to coat the entire catheter. Customer stated that it did not appear to be a defect but a design flaw and also stated that they used three that all had the same issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the water sachet inside the packaging of magic 3 intermittent catheter was smaller and did not contain enough water to wet the catheter and enquired was this one a part of the recall and how to identify which catheter was needed if there were several magic 3s. Representative responded try a different catheter that would meet their needs until this issue was resolved. The reference and product number was how the catheters can be identified. Without this it cannot determine if it was a part of the recall. The recall was a few years ago and involved the magic3go and its packaging. Per follow up received on (B)(6) 2023, customer received samples an unknown magic 3 catheter in which there was not enough water in the packaging to coat the entire catheter. Customer stated that it did not appear to be a defect but a design flaw and also stated that they used three that all had the same issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "air in lines". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the water sachet inside the packaging of magic 3 intermittent catheter was smaller and did not contain enough water to wet the catheter and enquired was this one a part of the recall and how to identify which catheter was needed if there were several magic 3s. Representative responded try a different catheter that would meet their needs until this issue was resolved. The reference and product number was how the catheters can be identified. Without this it cannot determine if it was a part of the recall. The recall was a few years ago and involved the magic3go and its packaging. Per follow up received on 06sep2023, customer received samples an unknown magic 3 catheter in which there was not enough water in the packaging to coat the entire catheter. Customer stated that it did not appear to be a defect but a design flaw and also stated that they used three that all had the same issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned